Event description:
The reporter stated the surgeon inserted an (B)(4) three piece silicone lens in the patient's right eye. Prior to lens insertion there was a capsule tear and a vitrectomy was performed. The patient was very uncooperative and jerked her head during phaco. The surgeon had intended to implant a one piece lens, but due to a capsule tear and vitreous loss he decided to use a three piece model. The lens was inserted and removed due to lack of capsular support. The physician ended implanting a non staar lens. The injury was not product related. The capsule tear and vitrectomy occurred prior to the insertion of this lens. Cause of injury was due to the patient moving during the procedure.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation codes: results - (other): a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to the patient moving during the procedure. Ref number (B)(4).